Manufacturer narrative:
Correction: h6: health effect clinical code, impact code, device problem code additional information: h3: based on historical complaint investigations, the broken drill bit reported was likely the result of applying a bending moment while the drill bit was passing through the drill guide which led to ultimate fracture of the device. H6: component code, investigation codes.

Event description:
As reported, the 2.0 mm drill broke while the surgeon was drilling the pilot hole. This event is related to the breakage of the device. All pieces that fell into the patient and/or the wound site were removed. The event did not cause a surgical delay/prolongation. The event is not related to a revision of exactech devices. No device return for analysis anticipated. The scrub placed the single use item in the sharps bin. A device image was provided.